Manufacturer narrative:
The reported event could not be confirmed, since the returned device is fully functional. The device inspection revealed the following: visual inspection did not reveal any relevant damage to both screwdriver bits. Screwdriver bit tips were observed to be in functional condition. Functional inspection: did not confirm the reported defect. Both screwdriver bits picked up and retained reported cortex screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate handling of the device. If any further information is provided, the complaint report will be updated.

Event description:
The medical procedure of implanting three axsos plates (1x prox.anteromedial; 1x prox.posteromedial and 1x prox.lat. Plate with a length over 300mm) and correspondingly many screws was delayed for some time because the screwdriver did not hold the screws. The procedure was successfully completed by applying the screws several times. Since it was a very complex operation, which in any case takes a lot of time, it is not possible to estimate how long the delay actually lasted.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The medical procedure of implanting three axsos plates (1x prox.anteromedial; 1x prox.posteromedial and 1x prox.lat. Plate with a length over 300mm) and correspondingly many screws was delayed for some time because the screwdriver did not hold the screws. The procedure was successfully completed by applying the screws several times. Since it was a very complex operation, which in any case takes a lot of time, it is not possible to estimate how long the delay actually lasted.